Event description:
During elective diagnostic heart cath, the witt hemodynamic system locked up. Unable to unlock. Rebooted the system which brought up a screen that said we needed to call service. Made call to witt technical support who instructed tech to do several rebooting procedures, none of which were able to correct the problem. In the interim, cardiologist continued to complete the diagnostics cath, which revealed an area of blockage that required intervention. Witt biomedical informed tech that they would have to notify service and we would have to wait for a service tech to come up. Time frame would be several hours. Pt and family notified of problem & need to send pt home & arrange for him to come back for an elective pci. Cardiologist felt that since the pt was not having chest pain that it would be safe to delay intervention on his cornary artery. He was d/cd on plavix and aspirin until the pci could be arranged.